Manufacturer narrative:
Product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2011, explanted: (B)(6) 2019. Product type lead, product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-aug-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 27-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fractured lead with their previous ins. The patient said it was discovered a few months ago in "at least (B)(6)". The patient said the cause could have been that he had been falling down a lot so the hcp wanted to do an nph workup. The patient said that was why there was a delay between the fractured lead and the new implant. The patient said when he got the implant taken out he was able to get mris. The patient had the new implant put in on (B)(6) 2019 and was going to the hcp office on the day of the report for programming. No further complications were reported.